Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging from 50-55 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer did not consume enough food for the intended amount of bolus delivery. Recommendation was made to consult with healthcare provider regarding diabetes management.